Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-70 serial/lot # (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient underwent a permanent implant procedure without issue. The patient had a heart attack. The physician does not feel that the heart attack was device related and it is not known if he feels it was procedure related.

Event description:
A report was received that the patient underwent a permanent implant procedure without issue. The patient had a heart attack. The physician does not feel that the heart attack was device related and it is not known if he feels it was procedure related.

Manufacturer narrative:
Additional information was received that the physician does not feel that the patient's heart complications were procedure related.